Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other complaints of any kind reported against the lot. A review of the production record was performed. An nc and associated rework were noted on the lot (1211250: damaged ports from molding), which were unrelated to the current complaint. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The complaint is not confirmed.

Event description:
A user facility clinic manager (cm) reported blood an internal dialyzer blood leak during a hemodialysis (hd) patient treatment. It was reported a positive blood leak was detected during treatment. The dialyzer was reported to be available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported blood an internal dialyzer blood leak during a hemodialysis (hd) patient treatment. It was reported a positive blood leak was detected during treatment. The dialyzer was reported to be available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.